Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's endovascular aortic repair procedure, mild calcification was observed in the access route. The patient was suitable for the endovascular repair within instructions for use (IFU) . Following placement of the main body, upon insertion of the delivery system of the contralateral leg, significant resistance was encountered at the puncture site of the femoral artery. As a result, the delivery system was removed and the sheath tip was noted to be frayed. Another similar device was used to successfully complete the procedure. There have been no adverse effects to the patient reported.